Event description:
There was no adverse event associated with this complaint. The pump was returned for product analysis investigation and the evaluation revealed a cracked battery compartment and torn keypad. This report is made based on the results of an investigation completed on 03/07/2014.

Manufacturer narrative:
The pump was returned for investigation and device evaluation was completed by product analysis on 03/07/2014 with the following findings: the battery compartment is cracked and the keypad is torn.